Manufacturer narrative:
Additional information: d9, h3 plant investigation: ¿one used samples of batch were received from the customer¿ [sic]. Visual examination and a tightness test of the sample shows there was no failure. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the device history record (DHR) was performed. 18,849 products have been inspected according to the inspection protocol and were found to be conforming to specifications. No indication of a relationship with the reported failure mode could be found during the batch record review. Upon completion of the investigation, it was determined that the cause for the reported failure could not be traced to the device.

Event description:
It was reported that a dialyzer filter clotted seven hours after a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment began. An ultraflux av 1000s dialyzer was being used concomitantly with a multifiltrate pro secucas ci-ca hd tubing set. The patient had approximately 500 ml of blood loss due to the event. The dialyzer and tubing set were both available to be returned for manufacturer evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer filter clotted seven hours after a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment began. An ultraflux av 1000s dialyzer was being used concomitantly with a multifiltrate pro secucas ci-ca hd tubing set. The patient had approximately 500 ml of blood loss due to the event. The dialyzer and tubing set were both available to be returned for manufacturer evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.